Manufacturer narrative:
If implanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was very unhappy with her reading vision post implant of a symfony intraocular lens (iol). Pre-operative visual acuity 20/50 and post-operative visual acuity 20/25. The patient was previously a monovision patient and her reading is unacceptable. Symptoms were described as blurred vision while reading. The symfony iol was explanted from the patient's right eye and replaced with a tecnis toric iol. The explanted lens was discarded once it was bisected and removed from the eye. At explant there was no vitrectomy, incision enlargement or sutures required. At 1-day post-exchange, the patient was experiencing blurry vision 2/2 corneal edema. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional: further information was provided that the patient was unhappy with near vision with the intraocular lens (iol) and wanted to go back to monovision and the surgeon was considering to explant the lens. Correction: in initial report, date received by manufacturer was incorrect. The correct date should have specified 11/14/2019. Upon further review it was noted that the serial number had 1 digit that was incorrect. Therefore, this supplemental filing is to correct the serial number and facility name and address. The implant date was updated. The following sections have been updated accordingly: serial number: (B)(4). If implanted; give date: (B)(6) 2019. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.